Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose after receiving a no delivery alarm. The customer stated their blood glucose declined to 37 mg/dl. Customer treated their blood glucose with orange juice. The customer's current blood glucose was 39 mg/dl. Customer stated they have been experiencing low blood glucose since the day prior. The customer's blood glucose was 48 mg/dl during this incident. The customer declined to troubleshoot for their low blood glucose. Customer also declined to return the insulin pump for analysis.